Manufacturer narrative:
The pump user guide states: warning - never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. This can cause serious injury or death from very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer performed the fill cannula step of the load fill tubing sequence after the cannula had already been filled while connected at the site resulting in the fill cannula amount to be delivered to the customer. Customer experienced low blood glucose (bg) levels due to this issue; bg values were not provided. Tandem technical support provided training to address this issue.